Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with no sensing nor capture. An x-ray was performed and showed atrial lead dislodgement. This was addressed by a procedure on (B)(6) 2021. While repositioning, the lead helix failed to retract so the lead was explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, loss of sensing, and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted by applying torque to the inner coil. The full helix extension length was within specification. The cause of the reported event helix mechanism issue was isolated to overtorqued inner coil and helix clogged with blood/tissue. The reported events of loss of capture and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.